Event description:
Attorney alleges ICD malfunctioned and began sending electric shocks to patient's heart. He was rushed via ambulance to hospital. According to attending physician, the malfunction caused pt to suffer from a heart attack.